Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during rectum resection in a laparoscopic low anterior resection procedure, the first firing stopped halfway, and the reinforcement material came out from the articulation part of the jaws. As the jaws could not be opened, another device was used to perform additional resection. Skin incision was performed additionally, then the cartridge was removed. The surgical time was extended by more than 30 min. Additional tissue resection was required due to the issue.